Event description:
Boston scientific received information that this patient was experiencing signs of pocket erosion. As a result the pocket was opened up for a revision. Once the pocket was open the physician found what appeared to be an infection, so cultures were taken. During this procedure electrocautery caused the device to go into safety mode, which only allows right ventricular (rv) lead pacing, sensing and five max energy shocks. Boston scientific technical services (ts) was consulted and the physician elected to leave the device and rv lead active while the patient recovered from the possible infection because the patient is pacer dependent. The following day, the patient received three inappropriate shocks for rv oversensing that was attributed to the safety mode rv lead unipolar configuration. The patient also experienced periods of pacing inhibition and asystole lasting greater than two seconds. Lastly, the patient was experiencing muscle stimulation since the safety mode had the outputs higher than normally programmed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced two system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Manufacturer narrative:
The results of the pocket cultures came back negative so a revision was set to be performed. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and a new device was successfully implanted. All of the previously active leads remain implanted with the new device. This crt-d will be returned to boston scientific for analysis. No additional adverse patient effects were reported.